Event description:
On (B)(6), 2011 the lay user/patient contacted lifescan to report the one touch ultralink meter was giving the error 2 error message. Prior to the error message, the patient experienced the symptoms of being thirsty and stomach pain. He did not seek any medical attention or treatment. The meter and test strips were replaced. There was no adverse event associated with this issue.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the test strips were tested and the primary complaint was not confirmed. However, a secondary issue was observed that more test strips existed in the vial than the 25 test strips expected. The meter has also been returned to lfs; however, the investigation has not been completed. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has received the patient's returned products but the investigation has not yet been completed. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k073231.